Manufacturer narrative:
The reported field event of failure to interrogate was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a post-procedure follow-up. After multiple attempts, the pacemaker failed to interrogate and the left ventricular lead exhibited loss of capture. On (B)(6) 2018, the physician explanted and replaced the device. The lead was repositioned during the same procedure. The patient was stable post-procedure.